Manufacturer narrative:
A non-sterile microcatheter rapid transit was received coiled inside of a plastic bag. The product was inspected and kinks/bends were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additionally compressed/flattened sections were found on the distal end. The hub was inspected under microscope and it was found obstructed. The ID from the microcatheter was measured and was found out of specification due the obstruction in the hub. The microcatheter was flushed using a lab sample syringe, then an attempt was made to insert a 0.018" lab sample guide wire through the hub; however, it could not pass. With attempt to insert the guide wire through the distal end of the microcatheter, it advanced with some friction until approximately the area of the ID band. The wire was retrieved and again was inserted through the hub passing 4cm through the microcatheter and it got stuck. The guide wire was then removed with a segment of material that appears to be ptfe. The microcatheter and the segment of the material were analyzed under ftir and sem analysis. This inspection revealed evidence that liner material was not present in the area distal to the hub. The material that was previously noted was identified as ptfe. The cause of the kinks/bends, compressed and flatten sections could not be conclusively determined; however, there are no indications that this issue is related to the manufacturing process. Inspections are in place to prevent coil damages on trufill dcs orbit leave the facility. It was reported that there was no damage to the devices when removed; therefore, it is likely that the kinks and compressions observed on the returned product are due to post procedure handling/packaging for shipment. Tracking difficulty through the vessel is most commonly related to the pt anatomy, operator technique and appropriate device selection. The target vessel was mildly calcified and mildly tortuous. These characteristics may have contributed to the resistance of the rapid transit to move through the unk vessel. Resistance with a guidewire was confirmed and with functional analysis it was due to ptfe delamination. The exact cause of the observed ptfe delamination cannot be determined. Although no conclusion can be made, based on the report that the resistance with the guidewire did not occur until exchange of the guidewire, it is possible that procedural factors/device interaction contributed to the observed ptfe delamination. Actions have been initiated to identify possible manufacturing related root cause and implement any corrective actions if determined necessary. Action was opened to address this kind of defect on microcatheters.

Event description:
When the rapid transit microcatheter was delivered over a non-cordis (gt/terumo) guidewire, large resistance was encountered with the guidewire and also with the vessel. The microcatheter was changed to a new product and the procedure was completed successfully without consequence to the pt. The procedure was a trans-arterial embolization of unk target size. The target vessel was mildly calcified and mildly tortuous. All the products were prep per (IFU) instruction for use. A constant and dedicated flush was maintained through all the devices. Neither the microcatheter nor the guidewire was re-shaped. During advancing, it is unk if the drip was adjusted. The outer diameter of the guidewire was unk. After removal, the microcatheter and guidewire were not damaged. The target site was not provided. No further info was available. The product was returned, and the analysis found ptfe delamination.